Event description:
It was reported that atrial impedance was >2500 ohms in both unipolar and bipolar configurations. Impedances were fine at implant and post implant follow-up. Sensing was also fine but capture was not possible in either configuration. The device was programmed to vdd.